Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative us: an impella cpsa device was inserted via the femoral artery, with access side unknown, in a 65 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage c. The patient was additionally receiving vasopressors and inotropes for hemodynamic support and was noted to be on extracorporeal membrane oxygenation (ECMO). ECMO is the primary hemodynamic support device with the impella being utilized for left ventricular venting. No additional patient history was reported. The impella cpsa device was inserted for cardiomyopathy. The insertion procedure was reported to be uncomplicated, and the pump was initially positioned appropriately toward the cardiac apex. While on support, marked hematuria was observed and hemolysis was diagnosed. Imaging with echocardiography was utilized to assess pump position and demonstrated that the pump had migrated toward the posterior wall. An attempt was made to reposition the device; however, the adjustment was unsuccessful and the hemolysis did not improve. The attending physician reported that the positional shift was the likely cause of the hemolysis and considered it an unavoidable complication. No medical history or patient-specific factors that may have contributed to hemolysis were reported. Due to the persistent hemolysis, the device was explanted. The patient continued on extracorporeal membrane oxygenation support with no additional adverse events reported. Hemolysis is a known risk associated with impella support and may be influenced by device position relative to intracardiac structures. While on support, the impella cpsa device operated at performance level 7 with expected flows of 3.2 liters per minute. The purge solution was not unknown.